Manufacturer narrative:
Per the physician, the skirt of the evolut valve caused the coronary occlusion and contributed to the death. The cause of death was multi-system organ failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains in the patient; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a 21-millimeter (mm) non-medtronic surgical valve, the non-medtronic guidewire punctured and split a leaflet of the previously implanted non-medtronic valve in front of the left coronary artery. Following implant at a depth of 2 mm on the non-coronary cusp and 3 mm on the left coronary cusp, the right coronary artery (rca) occluded. Subsequently, a stent was placed in the rca and blood flow was restored. The left main coronary artery was noted to be occluded and the valve was snared into the ascending aorta. Another manufacturer¿s valve was implanted. Five days after implant, the patient died.